Event description:
It was reported that the impedance on both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead were high. A possible fracture was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2009. (B)(4).